Manufacturer narrative:
No button error alarm was noted. The escape button did not respond due to moisture damage on the keypad traces. No battery out limit alarm could be verified due to the unresponsive button. The insulin pump had moisture damage on the electronics, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump exposed to fluid/moisture and button error/ unresponsive troubleshooting was done. Customer's blood glucose at that time was 138mg/dl. No further information provided.